Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient had a revision procedure four years post-implantation due to elevated ion levels. Operative notes noted a gray-yellow discolored pseudocapsule was identified. The capsule also had brownish staining. The pseudocapsule also had a moderate amount of clear rust-colored fluid expressed under tension. The acetabular component revealed moderate wear. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Revision operative notes stated that upon entering the deep layers a gray yellow discolored pseudocapsule was immediately identified. The capsule also had brownish staining throughout. When pseudocapsule was opened, a moderate amount of clear rust colored fluid expressed under tension. Cultures were taken for anaerobic and aerobic culture and sensitiveness and gram stain. Inspection of acetabular component revealed moderate wear. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: item #00625006525, self-tapping bone screw, lot #61185889. Item #00620205422, porous shell with cluster holes, lot #61132712. Item #00625006520, self-tapping bone screw, lot #61180970.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision approximately four years post-implantation due to pain,fatigue, elevated cobalt levels, pseudotumor. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in medical records indicates the patient was revised due to pain and elevated metal ion levels. Medical records further indicate an MRI scan revealed fluid collection consistent with a pseudotumor, which is indicative of metal debris or synovitis. Revision operative report notes that during the procedure, a dark gray pseudocapsule containing rusty colored fluid was encountered and the acetabular liner was noted as discolored and worn.